Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed as the reprocessing was not conducted properly due to leakage from angulation rubber. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: there was a leak in angulation rubber; objective lens scratched; distal cover scratched; button#1 was dented; insertion tube protective unit broke; and insertion tube excess biofilm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope, was insufficiently or incorrectly reprocessed. The event was found during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.